Manufacturer narrative:
See attached vendor evaluation.

Event description:
On 10/28/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is experiencing a pressure reading issues and the black latch will not hold/stay down. This occurred during an unknown case, with no patient effected reported.